Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the faulty patient board was confirmed. Additionally, the video connector latch was worn out and causing a poor connection to the pigtail. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not functioning properly. Upon further review, it was confirmed that the device had a faulty patient board that was causing no image to appear with 180 scopes. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer, the phenomenon likely occurred due to accidental failure of the of the patient board set (ap board, dr board) as one of the causes. In addition, failure of the op-am is also considered as a likely cause. The investigation also identified that there was a design change to enhance the op-amp circuitry within the dr board. This design change was implemented on april 16th, 2018. The subject device of this report was manufactured prior to the design change.